Event description:
Senseonics was made aware of a two false hypoglycemia events due to alleged sensor inaccuracies on 03 may 2022 between 3 pm ad 5 pm, and at 9:30 pm respectively. Patient mentioned that the sensor glucose reading was 3,4 mmol/l (both times) and the blood glucose value was 11 mmol/l and 11,1 mmol/l respectively. Patient complained of receiving low glucose alerts when the bg value was not hypoglycemic. Patient did not have any symptoms and did not require any medical attention.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Transmitter was not requested to be returned for evaluation as it was still being used by the user. Data management system (dms) investigation was not possible as user had not synced the glucose data. Patient was reached out requesting for a diagnostic upload (du) so that further investigation could be performed. Due to non response from the user, no further information could be gathered. The complaint could not be confirmed.